Event description:
There was no aspiration only had irrigation during the cataract "[with intraocular lens (iol) implant]" surgery. Flushed irrigation aspiration tip, handpiece and tip and replaced hp and tip still there was no aspiration. Later changed fluidic management system mid case and finished the case no issues. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).